Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving high voltage therapy. Review of egms showed atrial flutter was misdiagnosed as ventricular tachycardia due to programming. Programming changes were made. Patient will be monitored.